Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that she started experiencing high blood glucose on (B)(6) 2015 and was hospitalized with hyperglycemia on (B)(6) 2015. Blood glucose at the time of the admission was 435 mg/dl. She experienced nausea and shortness of breath. She treated with manual injection but blood glucose did not go under 300 mg/dl. She was treated with IV fluids at the hospital. Blood glucose at the time of the call was 217 mg/dl. The customer declined to check for insulin, site or set issues or the settings. The insulin pump passed the high pressure tests and the drive support cap was recessed. Customer was advised to change the entire infusion set and reservoir and call back if issue persists.